Event description:
Boston scientific received information that one of the patient's leads had "increased resistance" and that it could be due to their scar tissue. The patient also mentioned that it was "working its way out." The patient stated that an x-ray was performed to verify this. The patient was scheduled for a procedure to address the issue. They patient was unsure which lead was involved. No adverse patient effects were reported. Additional information received from the local sales representative states that the right ventricular (rv) lead was successfully repositioned after loss of capture (loc) was confirmed at high outputs. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.